Event description:
It was reported to tyco/kendall healthcare in 2006 that a customer had a problem with the kendall endotracheal tube. The customer alleges "the balloon on the endotrachael tube leaked, while the patient was on ventilatory support. The endotracheal tube was exchanged with another without complication or injury".